Manufacturer narrative:
The AED and pads (electrodes) used during the rescue were received for investigation. Evaluation of the AED found it accurately detected impedance within the human impedance range. AED self-tests were run every 30 seconds for one hour to simulate 120 days of self tests in standby mode and no errors were generated. The AED was opened and components that could affect the patient impedance circuit were inspected and measured and no problems were found. No problems with the AED were found. Review of the pads found the foam covering the rivet, which connects the lead wires from the AED to the conductive surface of the pad, was missing from one of the pads. The foam material on the corner near the rivet was torn on this pad and the conductive gel was missing. The damage indicates the pad was incorrectly removed from the release liner prior to placement on the patient. If the conductive gel is missing, there may be insufficient electrical contact between the pad and the patient which prevents the AED from detecting that pads have been attached to the patient. If the AED can't detect that both pads are on the patient, it will continue to prompt the user to place the second pad. The cause of the reported problem is likely due to improper handling of the pads prior to use.

Event description:
The patient was seen to be unwell by the driving instructor with him. The patient was helped out of the car by bystanders, CPR was started, and help was summoned. On site medics arrived with the AED. After placing the AED pads on the patient, the AED kept prompting the users to attach the second pad. The users tried repositioning the pad several times, but the problem wasn't resolved. (B)(6) paramedic arrived and als was started and given until recognition of life extinct.